Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was 1100 mg/dl when paramedics arrived. Customer stated that she was dehydrated and stated that her insulin pump was cracked around the battery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.